Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 22:11:00. During night drain cycle three, the patient's ultrafiltration (uf) reading was 1609ml, indicating the home patient (hp) drained 1309ml more than their maximum programmed fill volume of 2000ml. The tidal uf was programmed at 300ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was determined to be use error, as the tidal total uf removal was set too low. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide gives instructions on how to set the tidal therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.